Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy, lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 29-year-old female patient who had essure (batch no. 927072) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "nova sure endometrial ablation and essure placed on the same day" on (B)(6) 2013. The patient's concurrent conditions included menometrorrhagia and endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy, lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: there were 3 trailing coils on the right and 4 trailing coils on the left. Discrepancy noted in essure removal date: (B)(6) 2018. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-dec-2020: medical record received. Event nova sure endometrial ablation and essure placed on the same day added. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 29-year-old female patient who had essure (batch no. 927072) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "nova sure endometrial ablation and essure placed on the same day" on (B)(6) 2013. The patient's concurrent conditions included menometrorrhagia and endometriosis. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhagia ("frequent menses, menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy, lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and polymenorrhagia to be related to essure. The reporter commented: discrepancy noted in essure removal date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on (B)(6) 2013: tubal ostia were located and the essure coils were inserted in each ostia in the usual fashion. First left, then right, distention medium was also normal saline for this. There were 3 trailing coils on the right and 4 trailing coils on the left. The patient awakened easily from general anesthesia, taken to recovery room in stable condition. Laparoscopy - on (B)(6) 2018: operation: lysis of adhesions, ablation of endometriosis lesion, bilateral salpingectomy with essure coils in situ. No complications. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. Event pain was updated to chronic pelvic pain. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia") and dyspareunia ("dyspareunia"). The patient was treated with surgery (bilateral salpingectomy, hysterectomy, lysis of adhesion). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhoea, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain and polymenorrhoea to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.